Event description:
It was reported that patient experienced issues with pump battery life and wake button. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up with customer technical support, and no additional information was received regarding the outcome of the event.